Event description:
A report was received that the patient's ipg will be replaced due to difficulty charging. The patient will also undergo a lead revision due to ineffective therapy, where the physician is planning on implanting another lead.